Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced worsening vision. After examination, iol opacification in the left eye was detected and yag (yttrium aluminum garnet) laser capsulotomy was indicated. However, the lens opacification was not altered even after the procedure was performed, thus maintaining the patient's complaint.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).